Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to confirm the customer comment that the radiofrequency (rf) head port was unable to make a connection, the log parsing files were checked with no anomalies found and no rf head was returned with the device. Analysis did note that the electrocardiogram connector on the link electronic module (lem) board was loose and the lem board was replaced and calibrated. It was additionally noted that the keyboard slide cover was cracked and it was replaced. (B)(4).

Event description:
It was reported that the programmer's radiofrequency programmer head port was not making a connection and that the programmer was unable to interrogate implantable heart devices. Different radiofrequency programmer heads were tried but the situation persisted. The programmer was returned for service. No patient complications have been reported as a result of this event.